Manufacturer narrative:
Device passed displacement test and self test. No missing segments, partial display or faded display noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.